Event description:
The customer reported that the insulin pump had an error alarm. Advised the caller to discontinue use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. Unable to confirm the error alarm.